Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had low battery and blank display. Customer's blood glucose at time of incident was unknown. The customer's mother stated that that pump has lost power when the patient was sleeping causing higher blood glucose but not hospitalization. The customer's was advised that we would need the pump to troubleshoot. The customer's explained that she calls to verify the account information.